Event description:
Customer called to report a stain leak of less than 5 milliliters in the coulter lh750 hematology analyzer. Customer could not identify the specific source of the leak. A service request was generated to repair the leak. The field service engineer (fse) inspected the instrument and found that the tubing was disconnected at the bottom of the retic (reticulocyte) heat chamber. The fse repaired the leak during completion of pm (preventive maintenance) b. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause for the leak was the disconnected tubing at the bottom of the retic heat chamber. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).